Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis confirmed inner coil fracture near is-1 terminal end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that the right atrial (ra) lead was unable to be successfully implanted due to noisy signals and removal difficulties the lead was also over extended and the experienced helix retraction issues . The lead was the returned and analysis was performed confirming fracture of inner coil near is-1 terminal end. Although this was resolved prior pocket closure, this type of malfunction could lead to death or serious injury if it were to occur again.